Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was frozen and application was not launching. A technical support specialist dialed into the station, followed knowledge article (ka) - medapplication not launching automatically; station at blue screen, dialed into the station, logged off, and logged back in as carefusion admin. Attempted a reboot through carefusion application, but the applications still failed to launch. Followed knowledge article (ka) - how to manually install rss agents & rss component manager and transferred a new application installation and rebooted the machine. After waiting for the device to finish launching, the system came back up normally and applications loaded correctly. Verified that a user was able to log in without issues, and the customer confirmed the problem was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower station krmccathlab screen frozen, turned blue and application failed to launch. Customer tried to reboot but still failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.